Manufacturer narrative:
The tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly customer reused a cartridge. Customer¿s blood glucose was 235 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.